Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, after stapling, the staple line got open. Suturing by hand was done to complete the procedure. There were no adverse consequences to the patient.